Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of constipation and peritonitis. On an unreported date in 2010, the patient experienced peritonitis. On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On the same day, a peritoneal effluent culture was performed with unknown results. Treatment was not available. The outcome of the event of peritonitis was unknown. The root cause of the peritonitis was due to constipation. Therapy was ongoing. Causality was unknown by the reporter.